Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump had an audio/beep anomaly. Customer's father was assisted with troubleshooting. The customer's blood glucose level was 300mg/dl at the time of the incident. Customer was treated with shots. The customer's father stated that there was a high pitch tone coming from the insulin pump. The customer's father stated that insulin pump was already put to rest and new batteries were already inserted but it still had tone and blank display. Troubleshooting for blank display was performed and the display did not return. The customer's father was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segment display. No audio or beep anomaly noted. The device had minor scratched lcd window and cracked reservoir tube lip.